Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08710 inches. Device received with pillowing keypad overlay. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer mom reported via phone call that the customer were hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2020. The customer¿s blood glucose level was 30.3 mmol/l at the time of call was 30 mmol/l. Customer had using insulin pump system within 48 hours of reported high blood glucose event and auto mode was inactive. Customer had positive results in ketones test and vomiting. Customer believe the insulin pump not delivering appropriately. Customer was treated with intravenous insulin drip. Customer reported that the event was resolved by changing complete set. The insulin pump will not be returned for analysis.